Manufacturer narrative:
The original submission referenced a pump exchange on (B)(6) 2016 was reported under medwatch report# 2916596-2017-xxxxx. The correct medwatch report# is 2916596-2017-00094.

Manufacturer narrative:
Additional information - requests were made for the pump to be returned for evaluation; however, the pump was not returned. A correlation between the device and the reported heart failure symptoms could not be conclusively determined. The explanted device was not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange of (B)(6) 2016 was reported under medwatch report# 2916596-2017-xxxxx. (B)(4). Approximate age of device - 47 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had previously undergone a pump exchange on (B)(6) 2016, for pump thrombosis. The patient presented to the hospital in (B)(6) 2016, on an unspecified date, with worsening heart failure symptoms and worsening shortness of breath with lower extremity edema. When specifically questioned, the patient reported that he never felt well after his pump exchange on (B)(6) 2016. The patient was subsequently listed as status 1a for heart transplantation. Unfortunately, the patient had an acute exacerbation of symptoms, most notably with worsening creatinine (3.35) and elevation of lactate dehydrogenase to 2200 u/l. The patient was taken urgently to the operating room for a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The referenced patient's first pump exchange was reported under medwatch MFR report# 2916596-2017-00093.

Event description:
Additional information was received on 02/14/2017 reporting that the patient was elevated on the transplant list due to two previous pump replacements while on support. After the patient¿s second pump exchange, the patient experienced abdominal bleeding and was taken back by the acute care surgical service team and omental bleeding was repaired. The patient was then listed as a 1a with an lvad complication and was matched to a donor heart. The patient consented to undergo lvad explant and heart transplant. It was reported that the omental bleeding was not device related, and that the issues was likely just adhesions and scar tissue from prior surgeries. There were no new issues on the newly implanted device.